Manufacturer narrative:
(B)(4) concomitant products: guide cath: 7f access jl4.0; other: ivus: revolution (volcano). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The balance middleweight (bmw) elite ii guide wire was placed. Intravascular ultrasound (ivus) was used before and after the lesion was stented. It was noted that resistance was met with the guide wire during advancement and retrieval both times ivus was used, when the device entered and exited the guiding catheter tip. No other resistance was noted with the other devices used during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.